Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. It was reported that a pven pressure defect was noticed on the hls set during patient treatment. The set was replaced with a new one without consequences for the patient. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
This follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00536).

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that a venous pressure (pven) defect was noticed on the hls set during patient treatment. The set was replaced with a new one without consequences for the patient. The cardiohelp device and the hls cable was checked and there were no issues. The affected hls set was investigated in the getinge laboratory on (B)(6) 2024 with following conclusion: the failure could not be confirmed. No damage, residues of application, nor blood residues were found during visual inspection and sample cleaning. The sensor test was completed without any issues showing complete functionality of the device. Referring to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "venous pressure defect" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.